Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2008. Patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. On or about (B)(6) 2011, patient became aware that the pain and problems he was and is experiencing are related to the failed depuy asr. Patient had the left asr hip implant revised on (B)(6) 2011. There is no mention of the right implant being revised. Update: (B)(6) 2012 ¿ plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - decontamination report received for left hip components. No dor provided. Update: (B)(6) 2014 - ppd with medical records received. The sides and doi's that were previously reported were mismatched with the part/lot numbers. The dor that was previously reported is correct. Medical records indicate that the right hip was revised due to a fibrous fixation of the cup, and loosening of the srom stem. The srom stem and srom sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the s-rom sleeve for loosening. A search of the complaints databases finds no other reports against the s-rom stem product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The reported (B)(4) products have been discontinued/withdrawn from the market and will not be investigated further. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.